Event description:
It was reported that the patient presented to the clinic for a follow-up visit. Device interrogation revealed that the right ventricular (rv) lead had a high capture threshold. X-ray confirmed lead dislodgement. The rv lead was explanted and successfully replaced. The patient remained stable throughout.